Event description:
It was reported that this patient suffered fatigue and an increase in premature ventricular contractions. This left ventricular (lv) lead presented a lack of capture and when the patient was examined by x-ray imaging, it was found that the lead had dislodged. This lead has been explanted and replaced. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests>were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient suffered fatigue and an increase in premature ventricular contractions. This left ventricular (lv) lead presented a lack of capture and when the patient was examined it was found that the lead had dislodged. This lead has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered fatigue and an increase in premature ventricular contractions. This left ventricular (lv) lead presented a lack of capture and when the patient was examined it was found that the lead had dislodged. A procedure for the revision of this lead has been scheduled. There is no further information available at this time and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unspecified lead became loose. The patient is going in for surgery to fix the lead. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.